Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout the tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of high pacing impedance. Analysis did confirm the lead was severed during the explant procedure.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedances and was therefore explanted and replaced. The root cause for the impedance issue was not determined. No further information could be provided. No additional adverse patient effects were reported.